Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. Inflation issues and degraded cylinders were reported. The ams700 device was visually inspected and functionally tested. There were leaks in both cylinders due to wear at the corner of a fold and avulsion. One cylinder had broken fabric threads. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Product analysis confirmed the reported allegations. The identified failures would render the product non-functional because the device cannot function without fluid. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related component of the device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 110506017, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp), the physician's examination concluded that there is a significant backflow with minimal pressure, possibly attributed to a broken valve. Since the patient's current insurance does not cover the procedure, no more information is available regarding the patient's outcome. Additional information was requested and will be provided as it becomes available. Additional information received. The patient will have a revision surgery on (B)(6) 2019 with dr. (B)(6) to replace the device. The patient wanted to know what size he had implanted and what size they are implanting in his revision. He was told that they would measure him specifically at the time of the revision. He also inquired about the warranty. He was explained that the removed device would be returned to boston scientific and examined and a report would be generated- if a mechanical failure has been identified then the cost of the device at the time of the original surgery will be refunded to the hospital. Additional information received. The patient underwent a replacement surgery on (B)(6) 2019 and the device was explanted. The physician identified a tear in the cylinder but unsure how this may happened. The patient had a good outcome.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp), the physician's examination concluded that there is a significant backflow with minimal pressure, possibly attributed to a broken valve. Since the patient's current insurance does not cover the procedure, no more information is available regarding the patient's outcome. Additional information was requested and will be provided as it becomes available. Additional information received. The patient will have a revision surgery on (B)(6) 2019 with dr. Ryan payne to replace the device. The patient wanted to know what size he had implanted and what size they are implanting in his revision. He was told that they would measure him specifically at the time of the revision. He also inquired about the warranty. He was explained that the removed device would be returned to boston scientific and examined and a report would be generated- if a mechanical failure has been identified then the cost of the device at the time of the original surgery will be refunded to the hospital. Additional information received. The patient underwent a replacement surgery on (B)(6) 2019 and the device was explanted. The physician identified a tear in the cylinder but unsure how this may happened. The patient had a good outcome.

Manufacturer narrative:
Related component of the device system: model number/ catalog number: 720185-01. Serial number: n/a. Batch/ lot number: 110506017. Model/ catalog description: reservoir flat iz 100 ml.

Manufacturer narrative:
Related component of the device system: model number/ catalog number:720185-01, serial number: n/a, batch/ lot number: 110506017, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced inflation issues with his inflatable penile prosthesis (ipp), the physician's examination concluded that there is a significant backflow with minimal pressure, possibly attributed to a broken valve. Since the patient's current insurance does not cover the procedure, no more information is available regarding the patient's outcome. Additional information was requested and will be provided as it becomes available.